Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were "175 mg/dl" on the one touch basic meter "137 mg/dl" on the lab tests. Tests were done within 10 minutes with a difference of 28%. Patient did not experience any adverse events. No further information has been reported.